Event description:
It was reported that during a gastric bypass procedure, the device would cut but stapled partially. The surgeon could staple and cut at the first activation, but it could reopen the handles with some difficulties. At the second one, the handles could not be reopened but the surgeon could finally manage to do so. Another device was used to complete the case. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.